Event description:
Reportedly, when facility staff attempted to use the device to deliver therapy to the patient, the device defibrillation adapter was missing from the equipment cart and could not be located. A backup device with adapter was made available and was used. The patient was not resuscitated. The reporter stated that patient outcome was not affected by the discrepancy, due to use of the backup device.